Event description:
Drive devilbiss healthcare was notified of a complaint involving a wheelchair by a provider, who reported that end user was sitting on the unit when it broke and "he fell through the chair." The end user is continuing a physical therapy program that began before the incident. There were no additional details on the severity of the injury provided with the initial complaint. Drive made multiple attempts to contact the reporter to investigate the incident, but did not receive a response. Drive will continue to monitor complaints for any related trends.